Manufacturer narrative:
510 k #: k160229. Device evaluation: 3 units of lot c1693843 of echo-hd-22-ebus-o were returned opened in their original packaging. The description of event mentions 4 needles. This file investigated 3 of those needles while (B)(4) investigates the other needle. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 01 april 2020. The tip of the needle was found to be kinked distally on all three devices. Document review including IFU review. Prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-o of lot number c1693843 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1693843. The notes section of the instructions for use, ifu0051-8 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site" and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0051-8). Q.10 of the additional information also indicates that a fujifilm eb-530us scope was used rather than an olympus scope as per ifu0051-8 ¿this device is intended for use with an olympus ebus scope¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used root cause review: a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. This may have caused the distal end of the needle to kink. Summary: complaint is confirmed as the failure was verified in the laboratory and from images provided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the operation, totaly 4 needles has been used because of needle punching problem to the tissue. Whenever doctor had been try to punch, sheat had been slided into the scope and needles had been kinked. That is why doctor could not complete the case.